Event description:
The haptic broke while inserting the lens into the patient's eye. The lens was immediately removed and replaced with no consequences to the patient.

Manufacturer narrative:
See MDR 1920664-2007-01171 for the intraocular lens used with this insertion device.